Event description:
Customer reported the sys will malfunction when the interconnect cable is flexed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys, and replace the interconnect cable and lemo connector. Sys operates as intended.